Manufacturer narrative:
Concomitant medical products: 6947m62 lead, dvbb1d4 ICD implanted on (B)(6) 2015. Additional products: heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: 31- aug-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 13-aug-2020, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: 31- aug-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 13-aug-2020, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: 31- aug-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 13-aug-2020, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: 31- aug-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 13-aug-2020, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 29-jun-2018, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four fully charged batteries were not providing power to the controller. It was noted that the batteries were not registering on the controller and blinking/going blank. Also, one of the batteries was blinking red when placed on the battery charger. Another battery exhibited abnormal power out of range and skips a bar on the lcd battery indicator. The event was associated with multiple controller fault alarms. The patient went to the hospital and review of logfiles showed that a fifth battery was connected to the controller that possibly caused the controller fault alarm as well. The controller remains in use and five batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and investigation completion product event summary: the controller ((B)(6) was not returned for evaluation. The five batteries ((B)(6)) were returned for evaluation. A review of (B)(6) and (B)(6) manufacturing documentations confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the batteries passed visual inspection. As received, the battery (B)(6) was completely depleted, resulting in an inability to provide power to a test controller or respond when the gas gauge button was pressed. Functional testing of (B)(6) revealed that a cell-under-voltage (cuv) and pack under voltage (puv) flags were enabled. A cell-under-voltage flag is triggered when a cell pair falls below a voltage threshold. Likewise, a pack-under-voltage flag is triggered when the battery pack falls below a voltage threshold. The abnormal arrangement of flags disables the charge and discharge field-effect transistors (fets), rendering the battery inoperable. Supplemental testing was performed and the battery was charged via bypassing the charge and discharge fets; charging the battery cleared the puv and cuv flags and the battery was function as intended and all four led indicators illuminated as expected when the gas gauge button was pressed; however, visual evidence provided by the site revealed that when the gas gauge was pressed, one of the leds did not illuminate, I ndicative of an intermittent connection between the gas gauge display and the printed circuit board. Internal inspection of the battery (B)(6) did not reveal any anomalies. Functional testing of (B)(6) revealed the battery was unable to charge or provide power, rendering the battery inoperable. Functional testing of (B)(6) also revealed a cuv flag, that the discharge fet was disabled, and an internal cell pair had no voltage. Internal inspection of the battery revealed a defective solder connection between cell pairs of the battery, which contributed to the flag, disabled control fet, and internal cell pair with no voltage. Of note, it was observed during functional testing that the battery (B)(6) had above 500 charge and discharge cycles. This is an additional finding not related to the reported event; the most likely root cause of the observed high cycle count can be attributed to the battery reaching the end of its useful life. Functional testing of (B)(6) revealed that the battery was unable to charge or provide power due to an enabled zero-volt charge (zvchg) fet. The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. Functional testing of (B)(6)revealed that the device was received in an inoperable state; the battery was unable to charge or provide power. Further testing revealed that test equipment was unable to read the battery status due to a communication problem with the main integrated circuit (ic) that monitors the battery and reports information to the controller. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main ic. An attempt to reset the main ic was performed and was able to reestablish the functionality of the battery. If an inoperable battery remains connected to the battery charger, the battery charger led status indicator will flash red after eight hours due to a charge time-out. Review of the alarm log file revealed that five controller fault alarms were logged on (B)(6) 2022 at 10:28:09, 10:28:28, 10:28:47, 10:28:54, and 10:29:07, indicating a power out of range. Review of the data log file revealed that leading up to the controller fault alarm, (B)(6) had been the primary power source since 09:08:29 on (B)(6) 2022. Throughout the entire period that the battery was providing power to the controller, the battery was reporting a relative state of charge (rsoc) value of 100%. Since the reported rsoc value did not decrease, the controller didn¿t switch to the secondary power source and no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. A controller fault alarm will be triggered if a battery is approaching 0% rsoc. As a result, the reported events were confirmed. A possible root cause of the reported display error event associated with (B)(6) can be attributed to a marginal connection between the gas gauge led display and printed circuit board, likely due to an improper assembly during the manufacturing process; the marginal connection lik ely corrected itself during handling/transport. The most likely root cause of the inability of the battery to charge or provide power event associated with (B)(6) can be attributed to a solder defect during the assembly process. CAPA (B)(4) investigated bat teries with defective solders. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Based on an investigation conducted under CAPA (B)(6) , the most likely root cause of the inability of the batteries to charge or provide power events associated with (B)(6) and (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. The most likely root cause of the controller fault alarm event and inability to provide power associated with (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. Additional products: d4: serial or lot#: (B)(6) d10: yes, return date: 17-mar-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 d4: serial or lot#: (B)(6) d10: yes, return date: 17-mar-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 d4: serial or lot#: (B)(6) d10: yes, return date: 17-mar-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013, g04052 h6: FDA method code(s): b01,b14, b15 h6: FDA results code(s): c02, c16 h6: FDA conclusion code(s): d01, d0301 d4: serial or lot#: (B)(6) d10: yes, return date: 17-mar-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) d10: yes, return date: 17-mar-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02012 h6: FDA method code(s): b01, b14, b15 h6: FDA results code(s): c16, c19 h6: FDA conclusion code(s): d0301,d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.